Event description:
It was reported that the patient was inspected for a possible infection post surgery of the paddle placement. It was noted that the patient experienced pain spreading to the shoulder blade.

Event description:
It was reported that the patient was inspected for a possible infection post surgery of the paddle placement. It was noted that the patient experienced pain spreading to the shoulder blade.